Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. Cause was not known. The customer delivered a correction bolus, a manual injection of insulin and a supply changed to address the bg. Additionally, it was reported the insulin gauge was inaccurate. Reportedly, the customer had overfilled the cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.